Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The healing cap was cold welded to the implant. The buccal bone broke while trying to un-torque the healing cap. The implant was explanted.

Manufacturer narrative:
Follow-up report is to inform of investigation results.